Event description:
It was reported that the patient's device spontaneously 'stopped working' in the middle of the night. The patient could not communicate with their stimulator using the programmer. The batteries were changed, but still no communication. There was a communication error ('call your physician') displayed on the screen for 2 days. Then stimulation spontaneously 'returned' on (B)(6) 2012 with no attempt to communicate with the programmer. By the time a company representative met with the patient, the device resumed normal function. There was no plan to explant the device.